Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Additional narrative: zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation was performed, there was signs of use. The mount was fractured at the hex. Hex piece was returned. It appears that a fragment of the mount was inside the implant however, unable to identify a fragment inside the implant. DHR review was completed for the subject lot number 1267819. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267819 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The mount was fractured at the hex. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a mount fracture during implantation leaving a fragment inside the dental implant. The fragment was removed by doing a notch at the implant platform. Implant was removed. Doctor finished the procedure placing other implant in the same surgery.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227.